Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to wear of the lamp. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source would not turn on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to check what the lamp hours were at on the clv-190 and customer confirmed that the lamp hours were at 500. Tac instructed the customer to replace the maj-1817 bulb in the clv-190. Customer would order the lamp but also stated would contact the sales rep to inspect the clv-190. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.